Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the second indicator window on a 6f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug for femoral artery blockage. There were no reported injuries to the patient and no signs of infectious disease. This was during a lower extremity stenting procedure. The operator is a professionally trained and mature operator. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the second indicator window on a 6f exoseal vascular closure device (vcd) did not change color when unsheathing in preparation for release of the plug for femoral artery blockage. There were no reported injuries to the patient and no signs of infectious disease. This was during a lower extremity stenting procedure. The operator is a professionally trained and mature operator. Additional information was requested but was not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was returned in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard was locked to perform an indicator wire deployment simulation, and no issues related to the reported event were observed, as the indicator wire was deployed as expected after the guard was locked. A deployment simulation evaluation was performed after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of indicator window no change to indicator was not observed through analysis of the returned device since functional analysis demonstrated proper deployment of the device, along with successful transition of the indicator window. The internal mechanism had no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.